Manufacturer narrative:
Unit was received with unexpected blank display during button press due to corroded electronic assembly. Corroded motor home switch noted during visual inspection. Unable to confirm excessive no delivery alarm or complete functional test due to unexpected blank display. Unit was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Fluid was visible under the lcd display. The insulin pump was beeping but she could not see anything on the screen. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.